Event description:
It was initially reported by the company representative: "in tub room resident was taken out of tub and moved resident to the side of tub to towel off resident. Resident in medium height with belt on and lift tipped on its side (left) slowly went down to floor."

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the investigation. (B)(4).